Event description:
The ve lvad was implanted for use in 1999. 6 months later, the MFR was notified that the pt had excess dust exiting the vent port, a driveline infection and inflow valve regurg. As a result, the ve lvad had been explanted and replaced with a new ve lvad.